Event description:
A customer reported a pump alarm labeled as alarm 20 that occurred during pumping, which interrupted the insulin delivery process. There was no adverse impact on the customer¿s blood glucose level since it did not exceed 500 mg/dl. Technical support assisted in attempting to load a new cartridge, but the alarm persisted, leading to a decision to replace the pump under warranty. The customer was informed about using multiple daily injections (mdi) as backup therapy, instructed on storage procedures, and arranged to return the pump with a pre-paid label.